Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital in withdrawal and with symptoms of severe pain, tremors, and chills. It was noted that the patient had a pump refill two weeks earlier and had been in withdrawal for the prior several days. The reporter hadn¿t heard any alarms from the pump, but had requested a manufacturer representative to come and check the pump. It was indicated that the patient thought that the pump was not working. The device system was used to deliver dilaudid. Later that day, it was reported that the patient had missed his pump refill appointment on (B)(6) and subsequently presented with underdose or withdrawal-type symptoms. It was indicated that the patient was going to be seen by a doctor in the hospital and then would see his managing physician for a pump refill.